Event description:
Related manufacturer reference number: 3006705815-2022-00775. Related manufacturer reference number: 3006705815-2022-00317. It was reported surgical intervention was undertaken on (B)(6) 2022 to address the pocket pain. During the procedure one of the patients leads became stuck in the ipg header and it was noted the second lead had migrated. The entire system was explanted as a result.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.